Event description:
During an atrial fibrillation ablation procedure for atrial tachycardia, the ablation catheter was not able to be visualized on the system. The tachycardia could not be re induced, and the procedure was cancelled. The patient is in stable condition.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1-4, the sensor, and thermocouple met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent cancellation remains unknown.